Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the air/water cylinder and air/water tube of the colonovideoscope had foreign material and the objective lens had a stain. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the investigation results, it was confirmed that there was adhesion of the material at the air/water cylinder, air/water channel the objective lens. However, we could not identify the material involved. As a result, a definitive root cause could not be determined. It was unknown whether there were deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. No physical damage was found at the locations where foreign material remained. The instruction manual states the detection method associated with the event in cf-ez1500dl/I operation manual chapter 3 preparation and inspection and preventive measures associated with the event in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. . Olympus will continue to monitor field performance for this device.